Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: broken shell, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on the posterior side assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: broken shell with a sharp edge assessed as an unidentified (tear) opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. This relates to the left side. The device has been explanted.